Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-sep-2022 to 13- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident determined that fridge was broken and unable to access the critical medication. An application specialist walked through the user on the phone with an emergency protocol to get access to the medication with keys to resolve. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that the pyxis medstation es fridge was broken and unable to access in pediatric emergency department. The customer stated that there was a delay to retrieve anti seizure medications for seizing child and also, the user had to walk to the adult fridge to obtain additional medicines. The customer added that this malfunction caused inconvenient and time-consuming to user but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident determined that fridge was broken and unable to access the critical medication. An application specialist walked through the user on the phone with an emergency protocol to get access to the medication with keys to resolve. The system was functional as intended.

Event description:
It was reported by the customer that the pyxis medstation es fridge was broken and unable to access in pediatric emergency department. The customer stated that there was a delay to retrieve anti seizure medications for seizing child and also, the user had to walk to the adult fridge to obtain additional medicines. The customer added that this malfunction caused inconvenient and time-consuming to user but confirmed that no patient harm. There were no adverse events or injuries reported based on this incident.